Event description:
It was reported via repair work order that the nurse call system was not functional due to missing nurse call cable and it was also reported that the standoffs for the mounting point of the nurse call cable was broken off and would not allow the nurse call cable to securely fasten to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.